Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 2/5/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and replicated. The root cause was due to a non-functional latch lock sensor. The latch lock sensor was replaced.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "lock sensor defective". Status of the product at time of event was during testing. There was no patient involvement.